Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: a clinician was inserting catheter through needle and was experiencing difficulty. The clinician withdrew the needle and catheter and once it was removed, they noted that the metal was separated from the catheter. The user was unsure if tip remained in patient. An x-ray was performed in an attempt to locate the tip. No injury was reported.

Manufacturer narrative:
No samples were provided for evaluation. Without the actual device and/or lot number, a thorough investigation could not be performed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow-up will be submitted. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number or lot number.